Event description:
After laser fiber inserted into holmium laser, the laser would not fire correctly and caused the laser machine to switch to demo mode. No injury. Device was removed from field. Laser fiber switched out with new fiber and new fiber performed correct functions.